Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon could not get the trocar out of the anvil attached to the proximal part of the bowel. To remove the trocar from the anvil, the surgeon pulled it through the trocar incision. There were no patient consequences reported. The case was completed with a competitor¿s stapler.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The ancillary trocar was placed on the device and removed without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.